Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Patient representative reported right side granuloma. Patient representative also reported the patient is experiencing fatigue, joint pain, chest pain and difficulty concentrating or remembering. Fatigue, joint pain, chest pain and difficulty concentrating are considered not device related.

Event description:
Patient representative reported right side granuloma. Patient representative also reported the patient is experiencing fatigue, joint pain, chest pain and difficulty concentrating or remembering. Fatigue, joint pain, chest pain and difficulty concentrating are considered not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d4, d6b, g2, h6.